Event description:
Customer reported via phone call that insulin pump was beeping but not showing an alarm. Customer also reported to have a blank display screen. Customer's blood glucose was 135 mg/dl. During troubleshooting, it was found that battery cap and compartment was corroded. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to the interface board. Unable to verify audio or beep anomaly due to blank display. The insulin pump has scratched lcd window, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.